Manufacturer narrative:
Taper ii. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connector type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. This report captures the port that was removed with the band. It appears that the physician used a port from a port kit with the original band placement. The band removal was captured under MDR 3006722112 2017 00011. Device labeling addresses the reported events of gerd and dysphagia as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "several years of gerd and dysphagia." The patient's port was explanted.

Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. A visual examination was performed on the port, and noted brown discoloration on the port tubing. The taper tubing junction was noted to be at an angle. Scratches were observed on the access port and port holes. Needle marks were noted on the port septum. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, two smooth-edged openings were observed on the port tubing, consistent with wear and thinning. One of the openings was noted to be at the port tubing junction. The band tubing attached to the ss connector had surgical end cuts, consistent with device removal.